Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during a procedure the acrobat v off pump system w/xp5000 malfunctioned. The hospital did not report any patient effects. A new device was used to complete the procedures. No patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
(B)(4). The hospital reported that during a coronary artery bypass procedure, the arm on the c-xp-5000 - acrobat-I positioner failed to work (tighten). A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning. The hospital reported that during a procedure the acrobat v off pump system w/xp5000 malfunctioned. The hospital did not report any patient effects. A new device was used to complete the procedures. No patient effects.